Event description:
Reporter states customer awoke with low blood glucose symptoms; blood glucose result was 122 mg/dl taken on the advantage system. Paramedics were called, and result on their meter was 26 or 23 mg/dl, taken within 10 minutes of customer's meter result. Customer was treated with an injection, and given food as well. Requested return of suspect device and replacement was sent.